Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a four vessel run off diagnostic procedure using a 6f sheath. Reportedly, when locking the knot, the suture broke and came out. The physician was in training and left the guide wire in so the suture was locked over the wire. Because the wire was still in, a second prostyle device was used and deployed successfully; however, hemostasis was not achieved. A non-abbott device as used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the physician is in training and left wire in so suture was locked over the wire. It should be noted that the prostyle instructions for use (IFU), states: " federal law restricts this medical device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device." Based on the reported information it appears that the status of training may have contributed to the reported event. However, a proctor was present during deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.